Event description:
A us distributor contacted zoll to report that a patient was experiencing some chaffing were the straps were located. There was no alleged device malfunction contributing to the irritation. Nurses at the hospital applied a sponge where the straps were located and were helping to keep the area clean and dry. There are no indications that the patient was in the hospital due to the rash, nor was there stay extended by this. Follow up indicated that the skin was improving.